Event description:
It was reported that the patient develops a contact dermatitis from adhesive patches during charging. The patient was given topical steroid creams.

Event description:
It was reported that the patient develops a contact dermatitis from adhesive patches during charging. The patient was given topical steroid creams.